Manufacturer narrative:
It was reported that "stone extractor did not open during urs and could not be removed. No backup device on site and further treatment of the dog in clarification. The patient was under anesthesia for a longer period of time and follow-up treatment is necessary. The user changed the procedure; the stone was flushed into the bladder using a catheter and now the further procedure is being coordinated with the patient's owner. It is not yet possible to say which indication is the best solution. The procedure took about 30 minutes longer, but the dog was able to go home the same day." According to the received information, the concerned instrument (27023td - stone basket, 2.5 fr., tip, helical) was used in a veterinary procedure on a dog. The procedure could not be completed successfully. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "stone extractor did not open during urs and could not be removed. No backup device on site and further treatment of the dog in clarification. The patient was under anesthesia for a longer period of time and follow-up treatment is necessary. The user changed the procedure, the stone was flushed into the bladder using a catheter and now the further procedure is being coordinated with the patient's owner. It is not yet possible to say which indication is the best solution. The procedure took about 30 minutes longer, but the dog was able to go home the same day." According to the received information, the concerned instrument (27023td - stone basket, 2.5 fr., tip, helical) was used in a veterinary procedure on a dog. The procedure could not be completed successfully.

Manufacturer narrative:
Result of investigation: according to the error description from the customer, the stone extractor did not open during urs (veterinary procedure on a dog) and could not be removed. During inspection of the returned product it was found that the outer cover has been plastically deformed in several places. Due to the deformation of the cover, the stone trap basket is firmly enclosed, and its function (sliding back and forth) is no longer possible. Based on the deformations found on the cover, it is concluded that the most probable causes are application of too much pressure/force during use, or coming into contact with a hot surface or too hot environmental conditions. As stated above, this case happened during use in a veterinary procedure. There is only one similar case known, which also happened during veterinary procedure and with the same customer. There are no known comparable complaints with article 27023td during use on a human patient. Therefore, these cases are considered as isolated veterinary events, and no critical or systematic trend could be identified. The event is filed under internal karl storz complaint ID: (B)(4).